Manufacturer narrative:
Product evaluation: the fru auto volt vsb was evaluated on january 29, 2018 and noted no packaging damage on the box, external appearance of the coupler is in good condition; visual inspection of the unit shows no signs of wear and tear. Probable root cause: based on fa results, the probable root cause was undetermined.

Manufacturer narrative:
As previously reported: service in the field was performed on october 05, 2017. The replaced autovolt, vsb was received at the manufacturer on october 10, 2017 and the part has been disposition to be scrapped once the failure analysis has been completed.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on october 05, 2017. Information extracted from service report: replaced auto voltage select board. Replaced desiccant, di cartridge, particle filter, chiller filter and sterile water. Set detectors and calibrated laser. Tested power in applications mode at 20, 30 and 40 watts coag and 80, 120 and 180 watts vapor. Verified aim beam and interlock functionality. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that while preparing the laser for a procedure ¿that smoke was seen shortly after the laser was plugged in." "The laser was moved to another room and does not turn on." No patient was present at the time.